Event description:
Term live male delivered vaginally with vacuum extractor- kiwi- hand held. Baby developed subdural/intra-ventricular/subarachnoid hemorrhage, anemia, apnea. Transferred. Underwent surgery consisting of evacuation of posterior fossa hemorrhage & repair of torn transverse sinus. Baby recovered and discharged to home with-f/u w/neurosurgery, neurology, neonatology.